Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator in its t2 post-deployment position indicating a complete deployment. No suture or ts were returned for evaluation. The distal end of the depth limiter is crimped. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
UDI: (B)(4). Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Both implants were removed from the patient. A delay of less than 30 minutes occurred and no patient impact. A backup was used to complete the procedure.